Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, under care and handling of instruments, number 1, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03750 / 03751).

Event description:
During a procedure, the femoral impactor fractured while impacting the implant. A second impactor also fractured, causing a screw to fall out of the instrument and into the patient's knee. The screw was removed from the patient, however, it is unknown if the patient retained any other foreign objects.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Concomitant medical product: vanguard control impactor, catalog # 32-486209, lot# zb100903.